Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient's annulus had moderate calcifications. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon. During the procedure, at 80 percent deployment, the valve was placed at a depth of 3mm on the non-coronary cusp (ncc) and 8mm on the left-coronary cusp (lcc). Multiple re-sheathing was performed with an intention to bring the valve more coaxial, but it was not successful. The valve started to migrate deeper into the left ventricular outflow tract (lvot). The system was removed from the patient's anatomy. Another pre-bav was performed using a 24mm, non-abbott balloon. A new 27mm, navitor vision was able to be implanted successfully at a depth of 3mm on the ncc and 5mm on the lcc using a new flexnav ds. Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 24mm, non-abbott balloon. Post-gradient pressure was measured as 7 mmhg with trace paravalvular leak (pvl). The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was in a stable condition.

Manufacturer narrative:
An event of paravalvular leak (pvl) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of pvl could be due to procedural circumstances (implant difficulties due to calcification), however this cannot be determined. The reported patient effect of aortic valve insufficiency/ regurgitation cannot be determined. The reported unexpected medical intervention was a result of case-specific circumstances, as post-implant valvuloplasty was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient's annulus had moderate calcifications. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon. During the procedure, at 80 percent deployment, the valve was placed at a depth of 3mm on the non-coronary cusp (ncc) and 8mm on the left-coronary cusp (lcc). Multiple re-sheathing was performed with an intention to bring the valve more coaxial, but it was not successful. The valve started to migrate deeper into the left ventricular outflow tract (lvot). The system was removed from the patient's anatomy. Another pre-bav was performed using a 24mm, non-abbott balloon. A new 27mm, navitor vision was able to be implanted successfully at a depth of 3mm on the ncc and 5mm on the lcc using a new flexnav ds. Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 24mm, non-abbott balloon. Post-gradient pressure was measured as 7 mmhg with trace paravalvular leak (pvl). The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was in a stable condition.